Event description:
It was reported by the customer's father that their insulin pump display screen was damaged. Customer stated the display screen is difficult to read and there are numerous scratches. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 184 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with severely scratched display window. Device was also received with cracked case display window corner, battery tube threads, cracked reservoir tube lip, protruded/loose drive support disk and missing end cap sticker. (B)(4)